Event description:
Mandible plate broke and needs to be replaced.

Manufacturer narrative:
Investigation ongoing. Initial awareness of broken plate on (B)(6) 2021. Identified as reportable event on (B)(6) 2022. Device still implanted.

Manufacturer narrative:
Device met specification. Surgeon did not place a graft as intended/planned which placed additional forces on the plate.